Event description:
It was reported by the customer that a pyxis anesthesia system had an error message. The customer stated that there was an error message it was a timeout detected by the underline data source and the operation was aborted. The customer has restarted the device several time but still failed, causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an error message. The technical support specialist dialed in and found that the station was communicating with no error. The case description showed device as anes-46, but serial number was for anes-26, dialed into both stations no issues found. The system functioned as intended after the technical support specialist troubleshooted the device.